Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034-2018-07751, 0001825034-2018-07756, 0001825034-2018-07759. Concomitant medical products: 51-104150 tprlc 133 t1 pps ho 15x150mm, lot unk; s061140 , selex/magnum mod hd 40mm -6, lot unk; 13-104160, m/h 3hole rlc shl nrs 60mm/l25, lot unk; unk part/lot liner. Reported event was confirmed due to review of provided medical records and/or patient x-rays. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient was recommended for revision due to impingement, tendonitis, and instability